Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with information to reset the pump, and after successfully resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappear.